Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to difficulty charging, the patient is doing great post operatively. The explanted device is pending to be returned.

Manufacturer narrative:
Based on the available information, boston scientific confirms that the reported event of the patient experiencing difficulty charging their ipg. The returned device, model sc-1216 serial number (B)(6), was subjected to comprehensive analysis. A review of the device labeling revealed no discrepancies. The ipg passed all functional testing and exhibited normal device characteristics, indicating no hardware malfunction. However, analysis of the devices data log identified multiple instances of thermistor activation and suboptimal charger ipg alignment prior to the explant procedure. These findings are consistent with known contributors to charging difficulties, particularly when the instructions for use (IFU) are not followed. Despite the observed low charge current, the battery voltage remained above 3.7 vdc for the majority of the time, suggesting that the device maintained adequate charge levels. The investigation attributes the charging difficulties to user-related factors, specifically: inadequate charger ipg alignment and potential poor ventilation during charging, leading to thermistor activation. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to difficulty charging, the patient is doing great post operatively. The explanted device is pending to be returned.